Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight and pregnant. Previously administered products included for an unreported indication: pill. Concomitant products included ethinylestradiol; ferrous fumarate;norethisterone acetate (lo loestrin fe) for genital bleeding and pelvic pain. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), migraine ("migraine") and menstruation irregular ("irregular menstruation"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, migraine and menstruation irregular outcome was unknown. The reporter considered genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for irregular/excessive bleeding, pelvic pain current weight (B)(6) lbs. Three coils were noted consistent with appropriate application. The same procedure was done on the left side and 3 coils were noted on that side consistent with appropriate application. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received :case become incident previously added injury nos was replaced with pelvic pain and new events: genital hemorrhage, migraine, device monitoring procedure not performed were added. Reporter, medical history, treatment, concomitant drug was added incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.